Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. Accessed oxygen cell removed, dated and installed new oxygen cell. Located and connected to required 40+ psi (pound per square inch) o2 (oxygen). The unit was connected to test circuit. Checked all oxygen level and found to be within manufacturer specifications. All functions checked and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has o2 (oxygen) range error. As of this time, there is no information about patient involvement associated with this event.